Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering, the root cause was assigned to use/user error.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and reproduced. The baxter personnel have determined that this condition is due to depleted main batteries. The main batteries were replaced to resolve the reported problem. Should additional information be received, a follow-up medwatch will be submitted. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.